Manufacturer narrative:
Only samples collected in sarstedt 2.7 ml tubes are affected. Vendor part number for the sarstedt tube is (B)(4) and is approved for use on the act diff 2 instrument. Qc is run daily and was run prior to the reported events and has been within specification. On (B)(4) 2011, bci field service engineer (fse) replaced tube holder assembly and probe. Instrument was validated and qc was within specifications. On (B)(4) 2011, fse adjusted probe mechanism and probe where it connects to the mechanism. Sarstedt tubes were run in both closed vial and open vial with results correlating. Qc and instrument operation / repair were verified. At this time, root cause is suspected to be the probe pushing on the bottom of the sarstedt tubes enough to partly block aspiration.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the act diff 2 instrument generated low cbc results on patient samples run in primary (closed vial) mode when compared to the same sample run in secondary (open vial) mode. Erroneous results only occur when using sarstedt tubes in closed vial mode. Open mode results are considered correct. Erroneous results were reported out of the lab. There has been no death, injury or change to patient treatment associated with this event.